Manufacturer narrative:
Additional information was added: the lot was manufactured from may 16, 2019 - may 17, 2019. The device was received for evaluation. The flow rate was set at 12ml. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate testing was completed and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a multirate infusor under infused. The expected infusion time was 20 hours; however, after 24 hours 90ml remained in the device. The device was filled with 50mg/ml of fluorouracil diluted in 240ml of an unspecified solution at 12ml/hour via the patient¿s PICC (peripherally inserted central catheter) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.